Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the catheter was replaced by the healthcare professional (hcp). The old catheter was disposed of by the surgical team and would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 14-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain, failed back surgery syndrome and degenerative disc disease/herniated disc pain. It was reported that the hcp aspirated 18 ml of drug from the 20 ml reservoir and there should have been around 3 ml. Actual reservoir volume (arv) was greater than expected reservoir volume (erv): arv-18 ml and erv- 2ml. Apparently this was the 2nd refill since the pump exchange on (B)(6) 2018. The patient reported decreased pain relief. Patient was having increased pain. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Roller study was completed on (B)(6)2018 and this was successful. The hcp that replaced the pump did not aspirate the catheter prior or after the pump replacement. He didn't think it was necessary. This catheter was placed by the hcp in 2005. The rep was unsure how the hcp was going to proceed. At the time of this report, the issue had not resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of volume discrepancy was unknown. It was not resolved and roller study was normal. It was unknown if the event had resolved. Patient still had implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2018-dec-21 indicated their pump has not worked for some time, so the patient had been without medication in the pump until it was filled on (B)(6) 2018. It was stated that the patient had preservative free normal saline (pfns). The patient stated the manufacturer representative (rep) checked the pump and became aware of the issue at the end of november or beginning of december. The rep found that the pump was okay and that the wheels were turning just fine, but discovered that the issue of the pump not working was due to a problem with the catheter. The patient was transferred to another healthcare professional (hcp) for a catheter revision. The patient stated the catheter was replaced on (B)(6) 2018. No further complications were reported.